Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-may-2026, it was reported by a facility representative via (B)(4) that an ar-1941pk transtendon percutaneous insertion kit had a piece of the nitinol wire break and retain in the patient's shoulder. This was discovered during a right shoulder arthroscopy procedure. It was indicated the patient had to return to surgery for removal of the guidewire.